Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b is giving a flu a false positive result. When tested on the abott ID now and molecular test the customer is getting a flu a negative result for the same sample. This has been occurring with 2 or 3 samples in the past two days with the same kit lot. Patient results were reported out to the doctors but there were no patients treated or any adverse impact. The following information was provided by the initial reporter: customer states that they are testing 256088 - bd veritor¿ sars-cov-2 and flu a+b assay lot no, 1336325 and they are getting a flu a positive result, and when testing on abott ID now and molecular test they are getting a flu a negative result for the same sample, this has been occurring with 2 or 3 samples in the past 2 days with the same kit lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b is giving a flu a false positive result. When tested on the abott ID now and molecular test the customer is getting a flu a negative result for the same sample. This has been occurring with 2 or 3 samples in the past two days with the same kit lot. Patient results were reported out to the doctors but there were no patients treated or any adverse impact. The following information was provided by the initial reporter: customer states that they are testing 256088 - bd veritor¿ sars-cov-2 and flu a+b assay lot no, 1336325 and they are getting a flu a positive result, and when testing on abott ID now and molecular test they are getting a flu a negative result for the same sample, this has been occurring with 2 or 3 samples in the past 2 days with the same kit lot.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1336325. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided and no relevant issues were found. Review of risk management documentation indicates that the potential risk of the reported complaint (discrepant result resulting in false positive) was assessed as severity s3 (reference line # 39) via document sdpocrm256088aph, rev 02. This complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.